Event description:
Additional information was received indicating high out of range pacing impedance measurements were again detected. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
The physician is aware of the high measurements and will continue to monitor. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.